Event description:
The customer alleges that the blade does not light properly. The alleged issue was detected prior to patient use.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.